Event description:
It has been reported to philips that exposure was not possible. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and after the cooling unit was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) performed remote troubleshooting which confirmed that exposure was not possible, and that the cooling unit was defective. Troubleshooting actions performed by the field service engineer found that the tube cooling unit was leaking to the point that the float switch was triggered which denied any full power tube activity. Analysis of the log file did not contain a ¿cooling unit leaking¿ malfunction. However, there is no reason to doubt the onsite analysis and repair as the replacement of the cooling unit corrected the reported issue. The field service engineer replaced the cooling unit which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.